Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient developed an infection after implant. It was noted the infection was due to the patient having pancreatitis. The rep. Was unaware of what strain caused the infection. All components were explanted in (B)(6). On (B)(6), a new system was being implanted due to the infection being cleared. Relevant medical history includes spinal pain.